Event description:
It was reported to the manufacturer in 2007, that a customer encountered problems during use of a guidewire. The microcatheter was approached to the aneurysm of anterior communicating artery with this wire [device in question]. The catheter slipped out from the aneurysm during the embolization. Therefore, this wire [device in question] was advanced through the catheter in an attempt to reposition the catheter. Then, the distal end of the wire [device in question] did not move under the fluoroscopy. When this wire [device in question] was removed from the catheter, it was noted that the distal end of the wire [device in question] was fractured. The distance from the distal tip of the microcatheter to anterior communicating artery was observed to be 10-15cm. A distal length of 10-15cm of the microcatheter was protruded from the guiding catheter. Since the fractured wire [device in question] was contained in the microcatheter, it was able to be removed from the patient without any complications. A second microcatheter and guidewire were used to complete the procedure successfully. Status of patient condition was reported as "good".